Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this pacemaker exhibited a lead safety switch due to an unknown impedance issue. Oversensing of noise was also observed due to the switch to unipolar sensing. A signal artifact monitoring episode was also noted. The pacemaker was reprogrammed to a fixed sensitivity and no noise has been seen since. The pacemaker remains in service and there were no adverse patient effects reported.